Manufacturer narrative:
Additional information: b5, b6, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. The patient¿s most current prognosis was reported as ¿good with hyphema cleared and the adverse event resolved¿.

Manufacturer narrative:
Additional information: (other: hispanic), (B)(4). The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, intraocular inflammation, decreased/impaired vision and iop increase are identified in the labeling as a known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. Based on the information received, the root cause of the reported event is unknown. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract plus trabecular micro bypass stent system procedure, the patient presented with post-operative hyphema. The surgeon conferred with the medical monitor to discuss potential treatment options. Through consultation with the medical monitor it was reported that iop was elevated with a clot present inferiorly. The patient was prescribed medication (diamox). Through follow-up, the surgeon reported that the cataract plus stent procedure was uneventful with slight bleeding around the stent. The patient presented post operatively with 40% hyphema. The hyphema was characterized as grade ii (1/3-1/2 anterior chamber volume) and associated with elevated iop and inflammation described as "few cells in anterior chamber (ac)." The patient was started with additional medication (combigan) and evacuation of the hyphema was performed nine (9) days postoperatively. It was reported that the clot is clearing but with slight attachment to the stent. The patient's status was reported as "vision impaired with good prognosis."